Event description:
Baxter affiliate reported a home patient (hp) having to contact baxter's technical service center for assistance regarding the reception of a system error 2240 message on the display of the hp's homechoice machine during the hp's automated peritoneal dialysis therapy. The hp was connected to the setup and the heater bag never got connected to the heater line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated by international affiliate.